Event description:
Caller reported that the cartridge was damaged. There was no adverse impact to the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy.